Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected from the catheter and medication leaked out. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "event #3: it was reported by the customer that the tubing disconnected from catheter and leaked." "Event 3: on (B)(6) 2022. ¿rn connected secondary tubing to ivpb medication. As rn was priming line, tubing disconnected from catheter attached to ivpb bag and medication dripped out¿.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing disconnected from catheter and leaked could not be verified due to the product not being returned for failure investigation. Device history record review for model: 11448964 lot number: 22019135 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.